Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had grainy picture and has lines in it also it's not clear and it keeps cutting off. The issue occurred during inspection for use. There were no reports of patient harm.